Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hyperglycemia due to a prime issue. Reportedly, the patient¿s blood glucose (bg) reading was at 357 mg/dl with nausea, chills, polyuria, and polydipsia. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter stated that the pump alerted for loss of prime once and they did not change cartridge. The reporter was able to complete prime step after cartridge was changed. Troubleshooting was unable to ascertain the cause of the loss of prime. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged loss of prime issue of unknown causes.